Event description:
It was reported by the physician that the patient's m106 generator, which was implanted in (B)(6) 2015, was already showing the ifi = yes (intensified follow-up indicator) condition. The physician elected to program the tachycardia detection off in order to preserve battery life. Of note, the patient had an average of 51 auto-stimulations per day, making up 5% of the total therapy on time. The programming history database was reviewed and no anomalies were noted and the diagnostics were within normal limits, indicating the device was working as intended. The longevity tablet for the m105 generator, located within the physician's manual, was reviewed. The estimated battery remaining for the m105 with similar settings to what the patient had been set to showed that the generator would last approximately 3 years. It should be noted that the patient's duty cycle was set a bit higher than the estimation in the longevity table, which would decrease the battery longevity. Additionally, the longevity table does not take into account the 51 auto-stimulations per day, average, that the patient was having. The auto-stimulations would also decrease the estimated battery life. The DHR for the patient's m106 generator was reviewed and it was confirmed the device was a laser routed device. Attempts for additional relevant information have been unsuccessful to date.